Event description:
On (B)(6) 2013 clinic notes were received dated (B)(6) 2013 that indicated that the patient's last seizure was last week and that the patient started having seizures two months ago after being seizure free. The clinic notes mention that the generator would be replaced due to end of service. It was later clarified that the reason for generator replacement is for prophylactic reasons. The patient underwent generator replacement on (B)(6) 2013. It was reported that the explanted generator could not be returned for product analysis. Good faith attempts for further information from the physician were unsuccessful.